Event description:
It was reported the pt underwent surgery related to his lungs and had experienced a persistent fever since the lung surgery. The surgeon involved with the lung surgery attributed the persistent fever to the pt's scs system. The pt's wife stated the pt has had intermittent, unexplained fevers since implant. The pt was advised to see his implanting physician concerning the issue. Follow-up identified the pt died on (B)(6) 2012. The cause of death is currently unk. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.